Manufacturer narrative:
Evaluation of the pod coil revealed a functional device. During the functional test, the pod coil through its introducer sheath with resistance due to the blood inside the introducer sheath. The introducer sheath was flushed, and the pod coil was then advanced through a demonstration lantern without an issue. Further evaluation revealed kinks throughout the pusher assembly. This damage was likely incidental to the reported complaint. The root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician encountered resistance while advancing the pod coil through the proximal end of the lantern. Therefore, the pod coil was removed and the lantern was flushed with a 3 cc syringe. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.